Event description:
A 3.0mm diameter x 24mm length medtronic ave s670 over-the-wire stent delivery system was inserted into a moderately calcified circumflex coronary artery. During attempts to advance the stent delivery system to the target lesion, they encountered resistance. Therefore, the stent delivery system was pulled back into the guide catheter, where the mid-stent became caught on the guide catheter. The entire system was then pulled back as a single unit to the sheath, however, the stent would not enter the 5f sheath. The sheath was then exchanged to a 6f sheath, but it still was not possible to remove the dislodged stent through the sheath. Attempts to snare the stent were unsuccessful. The target lesion was then treated with two add'l s670 stent insertions following pre-dilatation of the lesion. The undeployed stent was successfully removed by advancing the stent to the brachial artery and being removed by a cutdown procedure in surgery. The physician did not follow the instructions for use when the lesion was not pre-dilated, and when the undeployed stent was pulled into the guide catheter while engaged in the coronary artery. There was no add'l clinical sequelae reported relative to the event.